Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery alarms with their insulin pump. The customer states they had troubleshot earlier for the no deliveries, but they are reoccurring. The customer states there was a hospitalization for high blood glucose level. The customer's blood glucose level at the time of incident was over 400mg/dl. Troubleshoot was conducted. The customer was advised to change infusion sets and return them for analysis. The customer states their blood glucose level was 489mg/dl, but treated it with manual injection.